Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6). Upon receipt at our post market quality assurance laboratory, the wire was returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observed that the wire was exposed through the delivery sheath, moreover the wire was bent, and the delivery sheath was damaged or deformed. Based on analysis of the returned product, the reported allegations could be confirmed, since the wire expose and the delivery sheath damaged found during the product inspection could have contributed to the reported issue.

Event description:
It was reported that the filter could not be retracted. The stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. However, after the stent implantation, it was noted that the filter could not be retracted. The device was removed, and the procedure was completed with another of the same device. The patient was stable post-procedure.

Manufacturer narrative:
A2 - (B)(6). E1 - (B)(6).

Event description:
It was reported that the filter could not be retracted. The stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. However, after the stent implantation, it was noted that the filter could not be retracted. The device was removed, and the procedure was completed with another of the same device. The patient was stable post-procedure.